Event description:
The patient's device was explanted in 2008 due to a recurring, low-grade, skin flap infection. The patient has an implant in the contralateral ear. Reimplantation is planned for mid 2009.

Manufacturer narrative:
This is a final report. This type of event is addressed in the device labeling.